Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reports an over-delivery with a clearstar pump. The intended delivery amount was to be 800 ml delivered at 75 ml/hr over 10.5 hours but instead. 800 ml was delivered over 5.5 hours. This overdelivery is considered likely to result in a serious injury or illness should it recur.